Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Attempts to obtain additional information and device return are in progress. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Should new information or the complaint device is received at a later date, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic mitral valve was explanted for unknown reason after an implant duration of approximately seven (7) years and two (2) months. The explanted device was replaced with another 27mm bioprosthetic mitral valve. Patient was reported to have been discharged.